Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had the replacement surgery on (B)(6) 2024. This was so that the patient could have an MRI compatible system and also due to the battery no longer working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient never had an issue with their ins after leaving the hospital until the battery started to die. Patient stated the problems began "probably around a year and a half after they were implanted." Patient stated they just kept going to their healthcare provider (hcp) office and the physician's assistant would make changes and "mess around with the settings" but nothing ever helped after it initially stopped helping their symptoms. Patient then stated their initial hcp left the practice so they found a new hcp and it was their new hcp that told them the battery was dead. Patient stated they were disgusted that it was dead all this time and they were never told it was dead. Patient was unable to provide when the battery had actually started to die and confirmed it stopped helping their symptoms, and then when they saw their new hcp for the first time they found out it was dead so the patient had to get a new ins. Patient stated even then, they had to wait a long time before they got the replacement.